Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device was requested but not returned by hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01803.

Event description:
It was reported the patient underwent a left hip procedure approximately 2 months and 10 days ago. Subsequently, the patient was revised due to dislocation approximately 1.5 months later. No complications were noted during the revision. No trauma relating to dislocation according to patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, this device was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.